Manufacturer narrative:
(B)(4). Date sent to FDA: 06/10/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair procedure and absorbable straps were used. During deployment of the second strap, the white circular gripping surface ring at the distal end of the device fell off. The piece was retrieved. No abnormal noises or mechanical defects were noted prior to the piece falling off. The case was completed using another device of the same product code. There were no patient consequences reported. No further information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The device was returned with the cannula cap detached from the cannula tabs and returned in a plastic bag. No other visual damages were noted. It is possible that the cannula cap detached due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components.